Event description:
Hospital and surgeon reported: pt treated for CABG and was implanted with sternal plate and screws on (B)(6) 2012. Pt presented to surgeon with infection on an unk date. Further examination showed the emergency release pin on the sternal plate migrated and the plate pulled apart. Pt was returned to operating room on (B)(6) 2012, all hardware was removed. Pt was not revised to any new hardware; a wound vac was placed to treat the infection. Future anticipated treatment is unk. This is 7 of 7 reports for this complaint.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.